Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that a possible cause for the issue was because the device had been submerged under water for a long time. It was further observed that the device was dirty and oily. The assignable root cause was determined to be due to improper care and maintenance, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was discovered that the mechanics were corroded on the sagittal saw attachment device. It was further determined that the device was running roughly due to the corroded mechanics. It was further determined during the pre-repair diagnostics assessment that the device failed for check the free movement, check of the oscillation frequency and check of the saw performance. It was noted on the service order that the device did not work properly. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.